Manufacturer narrative:
A direct correlation between the reported connection difficulty and modular cable could not be conclusively established through this evaluation. To date, the modular cable has not been returned and the reported connection difficulty could not be confirmed through this evaluation. The modular cable was reportedly exchanged and the problem resolved. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains instructions for connecting the controller driveline connector of the modular cable to the system controller. This IFU also contains instructions for replacing the modular cable. The relevant sections of the device history records for the modular cable were reviewed and showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The modular cable was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during device preparation, the surgeon could not connect the modular cable to the system controller. The modular cable was exchanged and problem resolved. No further information was provided.